Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended despite pump being within operating altitude range and speaker holes not being obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer, under guidance from technical support, gently cleaned speaker holes, reconnected existing cartridge, and then loaded new cartridge when insulin could not be resumed, but altitude alarm recurred before 5 minutes; technical support advised waiting 2 hours to allow any moisture to evaporate and then to reload cartridge and observe pump for another 5 minutes, with customer planning to call back if altitude alarm persisted, and no additional information was received regarding the outcome of event.